Manufacturer narrative:
There were multiple 510k numbers g4: PMA / 510(k)#: k230855.

Event description:
It was reported after using bd vacutainer® sst¿ blood collection tubes, the stopper popped off one (1) tube. No adverse impact was reported regarding the patient or user.